Manufacturer narrative:
Implant date: and explant dates: if implanted or explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. Initial reporter phone: (B)(6). PMA 510(k): this report is being filed on an international device; tecnis optiblue 1-piece iol, model zcb00v that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. (B)(4). Device evaluation: the complaint unit was received in the original folding carton. The lens and a cartridge were received separately in plastic bags. The lens was observed cut in two pieces as stated the initial report. There was no viscoelastic residue inside the cartridge. No damage on the cartridge was observed. Visual inspection at 10x microscope magnification was performed. A broken haptic with a crack near the optic was not observed. The lens was observed with the haptics rounded as required, and with no cracks, and was not chipped. The lens cut in two pieces is associated to the removal and replacement procedure performed as it was stated on the initial report. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
The doctor felt stiffness when using the intraocular lens (iol). As a result, a haptic was broken with a crack near the optic. Therefore, the doctor proceeded with removal and replacement, cutting the iol in half. Finally, a 3-piece iol was implanted. There was incision enlargement (about 3.0mm) during the removal and replacement procedure. However, sutures were not required. There were no patient visual disturbance issues reported post op. No additional information was provided to abbott medical optics.